Event description:
It was reported that vessel access was established via an ipsilateral antegrade puncture prior to a percutaneous transluminal iliac angioplasty. Arteriotomy closure of a mildly calcified common femoral artery was attempted using a perclose proglide device. Reportedly, during needle plunger deployment, a needle-to-cuff miss occurred. The device was removed and a second proglide device used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Possible contributing factors for the reported needle-to-cuff miss included, but not limited to, manufacturing deficiencies, patient anatomical conditions, and operator deployment techniques. During manufacturing, the needle trajectory of every device is verified twice and all proglide devices undergo multiple suture-related inspections, including but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. Patient anatomy may contribute to a needle-to-cuff miss. A needle-to-cuff miss can be caused by tissue that is too thick caused by vessel calcification, scar tissue, or vessel tortuosity. A femoral angiogram was reported to have been performed prior to arteriotomy closure revealed mild vessel calcification, but no vessel tortuosity. Additionally, there was no scarring noted at the groin/access site. It should be noted the proglide device instructions for use state under special patient population that the safety and effectiveness of the proglide device has not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, changing the angle, rotating or rocking the device at any point during needle plunger deployment, not depressing the black plunger to contact the purple body, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. The operator was reported to be trained in the use of the proglide device. There was no information provided to suggest incorrect operator deployment technique. Based on the reported information and the inspection criteria a definitive cause for the reported needle-to-cuff miss and associated patient effects could not be determined. There was no manufacturing or quality deficiency detected that could have contributed to the reported complaint. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. A query of the complaint database was performed, which did not indicate any previous incidents reported for a needle-to-cuff miss for the lot. A quality control audit inspection is performed to verify product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The customer reported the common femoral artery was mildly calcified. During needle deployment, calcification may cause the needle to be deflected from the intended trajectory path which may result in a needle-to-cuff miss.